Manufacturer narrative:
The reported issue was confirmed. No sample was returned, however based on the photo attached, a tear on the package (leaflet) was noted. It was unable to determine root cause of the reported problem. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to oinments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the user found damage, which looked like a cut, on the paper side of the catheter's pouch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found damage, which looked like a cut, on the paper side of the catheter's pouch.